Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her right breast from the lifevest equipment. It was also reported that the patient's garment was too tight. Field services remeasured the patient and provided a larger garment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an anti-fungal powder and hydrocortisone cream for the skin irritation. Follow up indicated that the hydrocortisone cream helped the skin irritation to improve.